Manufacturer narrative:
Updated b5, a2 age at time of event, b2 outcome attributed to event, b5 describe event or problem, d6b explant date, e1 initial reporter, e2 health professional, e3 occupation, h6 device code. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) is no longer working as intended resulting in recurring incontinence. The pump was difficult to squeeze and the device had lost fluid. The patient was scheduled for a replacement, but due to pre-operative testing he was unable to have the procedure. A year later, the patient underwent surgical intervention to replace the pump and cuff. There were no additional patient complications reported.

Manufacturer narrative:
Correction due to b1 adverse event/product problem was inadvertently left blank in the previous submission. Updated b5, a2 age at time of event, b2 outcome attributed to event, b5 describe event or problem, d6b explant date, e1 initial reporter, e2 health professional, e3 occupation, h6 device code. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) is no longer working as intended resulting in recurring incontinence. The pump was difficult to squeeze and the device had lost fluid. The patient was scheduled for a replacement, but due to pre-operative testing he was unable to have the procedure. A year later, the patient underwent surgical intervention to replace the pump and cuff. There were no additional patient complications reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) is no longer working as intended resulting in recurring incontinence. The patient will be consulting with a new physician to determine the next steps. There were no additional patient complications reported.